Event description:
It was reported that a needle clog occurred during use with a pen ndl 31ga 8mm 14bag 700cas . The following information was provided by the initial reporter, "drug didn't come out during air purge."

Manufacturer narrative:
H.6. Investigation summary: four open 31g x 8mm pen needle samples and four photos were returned from an unknown lot. No., cat. No. 320102. A clog test was carried out on all four samples as per tp700483 and no issues were observed. No DHR review can be carried out as lot number is unknown. No issues were observed with the returned samples therefore no root cause can be identified. H3 other text : see section h.10

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a needle clog occurred during use with a pen ndl 31ga 8mm 14bag 700cas. The following information was provided by the initial reporter, "drug didn't come out during air purge."